Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button had glue on it. The root cause of the non-functional response button was the glue. There was no adverse event that resulted from the damaged monitor.